Event description:
Pt had no complaints predialysis-blood pressure 120/70. Dialysis machine checks indicated no problems dialysis was initiated at 6:45 am without difficulty. At 7 am blood pressure 130/80; 7:30 am blood pressure 11/70. At 7:40 pt reported feeling badly. Uf rate was decreased and then uf was taken off at 8. No machine alarms were occurring. 8:10 am pt had blood returned because she felt worse and she was having cramps. Conductivity on machine was checked with reference meter which read 10. There were no alarms. The machine was recalibrated to 14.5 conductivity and dialysis was resumed at 8:50 am, howweveer at 9:05 th ept requested to go to the hospital. She was admitted for further evaluation and treatment.